Event description:
It was reported by that during an lavh procedure, the surgeon had to change the instrument twice during the procedure. On the second time this happened, the theatre team also changed the hand piece lead. Procedure was prolonged by 20 minutes. Additional information received advised that the error displayed was generator error.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.